Event description:
During a surgical procedure, the handpiece heated up. The procedure was completed with back-up equipment. There was no adverse consequence as a result of this malfunction.

Manufacturer narrative:
It has been confirmed that the product will not be returned for eval.